Event description:
The customer reported the system was displaying a security switch error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hand switch and skin spacer. System operates as intended. (B) (4).